Manufacturer narrative:
Initial reporter phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional "cysts, signals of rupture of bilateral mammary implants, folds on elastomer with silicone content in its interior, implant of lobulated contour".this relates to the right side. Device remains implanted.